Manufacturer narrative:
(B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported a band artifact on clinical brain images. The philips field service engineer (fse) went to the site to evaluate the system. The fse confirmed the reported issue and visually inspected the system. The fse found a crack on the center of the wedge filter (compensator) and replaced the a-plane collimator to resolve the issue. The fse confirmed there was no harm to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The system is in clinical use. This issue was determined not to be a reportable event.